Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final analysis found that the insulation was abraded at 32.0cm to 32.6cm and 6.0cm to 8.9cm from distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
Record updated based on analysis